Event description:
Arteriotomy site closed with proglide s/p tavr on (B)(6) 2021. Returned to ed on (B)(6) 2021 with pain to right foot and inability to ambulate. Cta revealed a right common femoral artery occlusion extending to the entire popliteal artery. Suspected critical limb ischemia due to proglide closure requiring an endarterectomy on (B)(6) 2021.